Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with no sensing on the right ventricular lead. The lead was capturing in the atrium, and not the ventricle. The lead impedance was stable. The device was reprogrammed to aai mode and the patient was sent for an x-ray. X-ray results were not provided. On (B)(6) 2018 the lead was explanted and replaced. During the procedure the right atrial lead dislodged and was also explanted and replaced. The patient was stable.